Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this patient had a 25 mm pericardial aortic valve explanted after an implant duration of nine (9) years and four (4) months due to valve degeneration. The explanted valve was replaced with a 23 mm edwards pericardial aortic valve. The patient was noted to be very well. Per the surgeon, this event was expected as the 25 mm prosthetic valve was initially implanted when the patient was at a very young age.